Event description:
It was reported that, "the doctor used the impactor to get the trial into place and the trial cracked into two pieces. All of the pieces were retrieved. The sales rep could not see a catalog number or lot code on the trial as it may be too worn."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.